Event description:
Customer reports to have been previously hospitalized. Alarm history showed no delivery. Customer reports to have resolved no delivery with a complete set change, so troubleshooting was not done. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.